Event description:
On behalf of a customer, a baxter account executive contacted baxter product surveillance to report several instances of the minicaps falling off pts' transfer sets. Per the account executive, no pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
Baxter's product surveillance dept is pursuing add'l info regarding this incident. A follow up report will be submitted if add'l info is received.